Manufacturer narrative:
Date of event: unknown. This report is for an unknown pro-disc c implant/unknown lot. Date of implant: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI number: unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID (B)(6) had undergone a posterior cervical fusion at c5-c7 surgery on (B)(6) 2007 to remove a prodisc-c at c5-6 and an unknown cervical plate at c6-c7. The patient was revised to an anterior cervical decompression fusion (acdf). It was noted the severity of the event was severe with hospitalization and surgery required. There was no impairment and the course of action was to remove the implant acf and remove the plate. The current state of event was noted as resolved with relief from the surgery on (B)(6) 2007. The investigator concluded the event was possibly related to the type of surgery, and possibly related to the implant. On (B)(6) 2010, the patient returned to study site. Upon examination, the investigator noted beginning (B)(6) 2010, the patient presented severe neck pain with evidence of pseudoarthrosis at c6-c7. The current state of event was noted as resolved on (B)(6) 2010. The severity of the event was reported as severe and incapacitating where the patient was unable to perform daily activities. The patient was hospitalized and underwent surgery. The patient was randomized to acdf. The patient underwent a posterior cervical fusion at c5-7. The investigator concluded the event was definitely related to the type of surgery, and definitely not related to the implant. This report is for an unknown pro-disc c implant. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: pro-disc implant has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID# (B)(6) had undergone a surgery on (B)(6)2007 to remove an unknown anterior interbody spacer and unknown plate at c6-c7. It was noted the severity of the event was severe with hospitalization and surgery required. There was no impairment and the course of action was to remove the implant acf and remove the plate. The current state of event was noted as resolved with relief from the surgery on (B)(6) 2007. The investigator concluded the event was possibly related to the type of surgery, and possibly related to the implant. On (B)(6) 2010, the patient returned to study site. Upon examination, the investigator noted beginning (B)(6) 2010, the patient presented severe neck pain with evidence of pseudoarthrosis at c6-c7. The index level is c5-c6. The severity of the event was severe, interfering with daily activities. Hospitalization with surgery was required. The patient was randomized to acdf and the patient had undergone a posterior cervical fusion at c5-c7 on an unknown date. The current state of event was noted as resolved on (B)(6) 2010. The investigator concluded the event was definitely related to the type of surgery, and definitely not related to the implant. This report is for an unknown pro-disc c implant. This is report 1 of 4 for (B)(4).